Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) indicated a low reservoir alarm did not occur. A motor stall occurred on (B)(6) 2017 and ¿stopped pump¿ on (B)(6) 2017. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the healthcare professional (hcp) on (B)(6) 2017. The hcp reported that no troubleshooting was done related to the reported stalls. The pump was replaced on (B)(6) 2017 and the replacement resolved the motor stall issue. It was noted that the cause of the motor stalls had not been determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was replaced on the day prior to this report date and returned to the manufacturer. The patient went through some baclofen withdrawal but was fine at the time of this report; patient recovered without sequelae. The returned paperwork indicated that there was ¿no patient injury¿. A rotor study and dye study were not performed. The logs provided indicated that a low reservoir alarm occurred, a motor stall occurred and short pump period may exceed tube set message was noted. The drug in the pump was baclofen (concentration 3000 mcg/ml, infusion mode was flex, basal rate dose 949.6 mcg/day) estimated elective replacement indicator was 14m. The new pump was infusing compounded baclofen (concentration 500 mcg/ml, dose 50.02 mcg/day). No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving compounded baclofen (concentration 3000 mcg/ml, dose 949.6 mcg/day) via an implantable pump for cerebral palsy and intractable spasticity. The event date was (B)(6) 2017. A motor stall was seen at initial interrogation, it was unknown as to whether the patient recently had a magnetic resonance imaging (MRI). The pump status and/or event log report showed that the stall was active, a stopped pump period may exceed tube set message was also noted, the logs showed a stall with a recovery 6 days later then another stall with no recovery noted. The patient was hospitalized for pneumonia but experienced no change in spasticity.